Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to the software. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the single occurrence of system fault 74. Review of the device data logs could not confirm that the device restarted ventilation in more than 20 seconds. Performance testing could not reproduce the reported problem. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) related to the software and restarted ventilation within 30 seconds. There was no patient harm or serious injury reported as a result of this incident.